Manufacturer narrative:
On 9/3/2020, the product investigation was completed (no product returned). It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve was broken; therefore, when aspirating through the side port the valve would open causing air to be taken into the sheath. Furthermore, the valve would leak blood and fluid all over the bed. At the time of the event, the sheath was being used on the patient. The hemostatic valve (gasket) did not break into two or more separate pieces. The valve was just very leaky ¿ air could be sucked into the device through the valve. No air entered the patient¿s body. There was no detachment of hemostatic valve/brim cap/hub from the sheath. This issue did not require medical intervention. The blood loss was minimal, and hemodynamics was not compromised due to bleeding. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported that a hemostatic valve separation issue occurred. The biosense webster inc. Product analysis observed on (B)(6) 2020 that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub of the device. This issue remains assessed as an MDR reportable issue. The device evaluation was completed on (B)(6) 2020: it was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve was broken; therefore, when aspirating through the side port the valve would open causing air to be taken into the sheath. Furthermore, the valve would leak blood and fluid all over the bed. At the time of the event, the sheath was being used on the patient. The hemostatic valve (gasket) did not break into two or more separate pieces. The valve was just very leaky ¿ air could be sucked into the device through the valve. No air entered the patient¿s body. There was no detachment of hemostatic valve/brim cap/hub from the sheath. This issue did not require medical intervention. The blood loss was minimal, and hemodynamics was not compromised due to bleeding. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).